Event description:
I had breast augmentation in 1988. I started having back pain, wrist pain and headaches in 1989. In 1994, I was having chronic daily headaches and fatigue. I recently had my breast implants removed (B)(6) 2022. My lab results are: left breast: fibrous capsule with calcification, foamy histiocytes, and refractile material. No malignancy seen. Right breast: fibrous capsule with foamy histiocytes, no malignancy seen. My most serious complications included increased severity of daily headaches and migraine without aura and daily fatigue and cognitive dysfunction. I was at the point of not being able to work. I worked and came home to sleep. I rested on the weekends in order to push through the next week. Other symptoms include: cognitive dysfunction, brain fog, difficulty concentrating, difficulty with word retrieval, and memory loss, muscle aches and pain. Joint pain and soreness. Dry hair, skin, and eyes, decrease in vision, temperature intolerance, low libido, insomnia, diminishing hormones and early menopause, cold hands and feet, muscle twitching, vertigo, gerd, frequent urination, chronic neck and back pain, photosensitivity, nail changes- weak nails, cracking. Edema around eyes, gastrointestinal symptoms including ibs, and sibo. Food intolerances, allergy to all fragrances, and other allergies, heart palpitations, feeling like I am slowly dying, difficulty swallowing, nervous energy, mood swings, seasonal depression, and low kidney function. I suffered with health issues my whole adult life due to implants. I have been to various doctors and had many tests. Not once did a doctor mention my health issues could be related to my breast implants. In fact, I was told to not replace them. I was told it was fine to keep them in. Please educate doctors on the dangers of breast implants and the many symptoms they can cause. It is very disheartening. Thank you for your consideration.